Event description:
Only 1 I-stent deployed of the 2 possible. Surgeon was unable to advance the second stent. A second product was used to complete the procedure. The product had patient contact but no patient harm. The failed product is available to return to the vendor. Manufacturer response for glaukos istent, (brand not provided) (per site reporter) a shipping label was sent to return the product for evaluation.